Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy sore on her right side. Patient advised the sore popped. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse checks on the irritation twice a week. Follow up indicated that the irritation improved. It is unclear if the nurse provided any medical intervention. Reporting out of the abundance of caution.